Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated to 15mm/3atm and was able to dilate the stricture for 60 seconds. The balloon then deflated due to a burst and was unable to be inflated again. The procedure was completed with a hurricane rx dilation balloon. There were no patient complications reported as a result of this event.